Manufacturer narrative:
A product investigation is in progress. The lot code was updated per product return.

Event description:
Strings are detaching from tampon while in use, had to find the tampon in vagina [foreign body in reproductive tract]. Strings detaching from tampon, unraveled [device breakage]. Consumer reported via e-mail that strings are detaching and unraveling from the tampon. No serious injury was reported.

Event description:
Strings are detaching from tampon while in use, had to find the tampon in vagina [foreign body in reproductive tract]. Strings detaching from tampon, unraveled [device breakage]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reported via e-mail that strings are detaching and unraveling from the tampon. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Strings are detaching from tampon while in use, had to find the tampon in vagina (foreign body in reproductive tract). Strings detaching from tampon, unraveled (device breakage). Consumer reported via e-mail that strings are detaching and unraveling from the tampon. No serious injury was reported.